Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The physician successfully advanced and deployed a 3.5x24mm taxus express2 stent in the right coronary artery. Next, the physician went to treat a lesion located in the mid left anterior descending (lad) with a greater than 50% stenosis. The physician advanced the 3.00x28mm taxus express2 drug eluting stent to the target vessel. While the physician was manipulating the stent catheter, the stent came loose from the balloon. Fluoroscopy showed the stent was in the distal portion of the sheath. A non-bsc snare was advanced through the sheath, but the stent was unable to be snared and embolized into the superficial femoral artery. The snare was removed. A lima catheter was inserted, and the snare was then reinserted and advanced through the lima catheter to the stent, where the stent was successfully snared and removed. The procedure was not completed due to this event. There were no patient complications reported and the patient condition is listed as fine. Medications used during the procedure included versed, fentanyl, and plavix.